Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in her right eye (od) on (B)(6) 2007. The patient reported having cryotherapy for multiple retinal tears. The icl remains implanted.

Manufacturer narrative:
Evaluation codes: method - (other): lens work order search, medical review. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Medical review - any highly myopic patient has an increased risk of experiencing retinal tears at any given time because the retina is stretched more as the myopic eyes are longer. This adverse event is most likely secondary to the patient's anatomy of being highly myopic rather than the icl itself. The clinical trials showed that the cumulative risk of retinal detachment after implantation of this device is 0.6%. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. Claim # (B)(4).